Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was unable to deliver a pulse. The cause of the failure was isolated to a shorted q3 transistor on the computer/analog pca board, as well as contamination on pca jumper j1000. The root cause for the shorted q3 transistor could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.